Manufacturer narrative:
MDR 3003442380-2024-00816 - device 4 of 4.

Event description:
Unomedical reference number 1859052. Event occurred in the united states. It was reported that on 22-mar-2024, 24-mar-2024, 26-mar-2024 and 27-mar-2024, the patient's infusion set fell off during use and the blood glucose level was 450 mg/dl. The infusion set had been used for about a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.